Manufacturer narrative:
Section g1 MFR address corrected.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) reservoir due to a small hole/tear in the reservoir body. The patient was unable to inflate the ipp. When removing the reservoir, it was noted that all the fluid had left the ipp and a tear was found in the silicone. After the reservoir replacement the system is working well, and the patient is expected to fully recover.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) reservoir due to a small hole/tear in the reservoir body. The patient was unable to inflate the ipp. When removing the reservoir, it was noted that all the fluid had left the ipp and a tear was found in the silicone. After the reservoir replacement the system is working well, and the patient is expected to fully recover.